Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in bad (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and traced the failure to a defective compressor. Through follow-up communication livanova (B)(4) learned that the customer does not wish to repair the device. As the device was not made available no further investigation and root cause evaluation could be performed. A review of the DHR could not identify any deviations or nonconformities relevant to the issue.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t trips the main fuse if the device is turned on. The reported issue was identified during priming. There was no patient involvement.